Manufacturer narrative:
D.4. Product manufacturing site updated due to receipt of new information. G.9. Manufacturer report number corrected and reported under 2523835-2023-00122. Corrected information provided in d.4. Additional information provided in h.6. And h.10. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo provided was reviewed by the manufacturing site. The photo is of a pak label, the reported product and lot information is confirmed. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that three cannulas were clogged from three different paks during the preparation of the procedure noticed right before placing them on the eye. The microscopic examination revealed a white plastic plug therefore, a replacement cannula had to be opened. One of the sample was save and rest others were discarded due to contamination. There was no patient involvement.